Event description:
N/a.

Manufacturer narrative:
Surgical patties (ID 801403) were not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a package of surgical patties (ID 801403) with a thin strand of black hair in it. It can be seen through the unopened package and discovered in sterile core. The package was left unopened. No patient contact, it was detected before use.

Manufacturer narrative:
The surgical patties (ID (B)(6)) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the complaint can be confirmed. A large hair was found contained within the blister. Root cause analysis - the root cause is undetermined and was able to be confirmed in the complaint evaluation. Per the evaluator, root cause is improper use of a hair net per procedure.